Event description:
The titanium adapter separated from the patient adapter unexpectedly. This medical device report is for the titanium adapter. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample was discarded by the patient.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.